Manufacturer narrative:
Stimwave quality has investigated the details from a medwatch report (mw5076573) submitted by a health care professional on (B)(4) 2018. Stimwave became aware of the voluntary event report on may 4, 2018 following receipt of the report (dated april 27, 2018) by the food and drug administration (FDA). The following event description was provided in the medwatch report: stimwave trial implant movement from its origin site. On (B)(6) 2017, the pt underwent a surgery for stimwave trial implant placement. Per the surgeon, 2 octrode leads at t8 - t10 midline and t10 to t12 were placed. On (B)(6), it was noted that the lead had moved cephalad to t3 and lateral along the nerve root. On (B)(6) 2017, pt had an elective surgery to locate the tail of the stimwave lead followed by a laminectomy to completely remove it. The surgeon mentioned neither this was an expected complication nor the pt was at any higher risk for complications. So far, 3-4 devices have been implanted and 2 showed this issue. The medwatch report included the event date (may 8, 2017), device type (freedom-8a receiver stimulator kits) but no other device identifiers such as serial numbers, lot numbers, or expiration dates. This report was completed by a nurse, but this report does not detail if the manufacturer (stimwave) was notified of the event. Stimwave has received one reported case of elective laminectomy (complaint-(B)(4), investigated june 13, 2017). Stimwave is unable to confirm if this medwatch report is the same reported complaint, however there are several similarities between complaint-(B)(4) and medwatch report, mw5076573: (B)(4), implant/event date: (B)(6) 2017, device: receiver (fr8a-rcv-a0) and spare (fr8a-spr-b0) stimulators, complaint: cranial migration (from t9 to t3/t2), remedial action: revision with patient consent for elective laminectomy, if necessary; mw5076573, (B)(6) 2017, freedom-8a receiver stimulator kits, movement cephalad (from t8/t10 or t10/t12 to t3 and lateral), elective surgery followed by laminectomy.based on the above-identified similarities between mw5076573 and complaint-(B)(4), stimwave has determined that these two reports are the same event. As such, the event detailed in mw5076573 was reported to stimwave on june 13, 2017 and the subsequent investigation and medical device reporting evaluation was documented in compliant-(B)(4). Stimwave has determined that the root cause of the complaint is attributed to clinician practice and noncompliance to stimwave-issued training and procedure for anchoring stimulators/spare leads and fixating receivers/rf stylets. This is the first complaint of stimulator migration with laminectomy explantation. CAPA is not required to respond or remedy this complaint. At that time, stimwave evaluated the reporting responsibility of this complaint as part of the complaint investigation from june 13 to june 19, 2017 and determined that it was not reportable. The root cause for this event is identical to complaint-(B)(4). Corrective and preventive action is not applicable, and the evaluation for this event is documented in complaint-(B)(4). The detailed root cause investigation for complaint-(B)(4) is repeated below: the patient was implanted on (B)(6) 2017 with a receiver (fr8a-rcv-a0) and spare (fr8a-spr-b0) stimulators. There were no complication experienced during the procedure, and the patient was sent home following recovery with adequate coverage and pain relief. On (B)(6) 2017, the patient reported experiencing chest wall pain/discomfort to the implanting who ordered x-rays that confirmed cranial migration of the spare stimulator from t9 to t3/t2. The clinician advised the patient that a revision of the stimulator could be performed to move the stimulator back to the correct level (t9) and anchor in place. The patient scheduled a revision procedure for (B)(6) 2017. On the day of the revision, the clinician informed the patient that if a revision procedure were not successful, the patient would have the option of leaving the stimulator in place, or explanting the device with a laminectomy. The patient was informed on the risks and benefits of leaving the stimulator in place, as well as the laminectomy. The patient consented to a laminectomy if the revision procedure was unsuccessful. For the revision, the clinician used fluoroscopy to identify the marker band of the migrated stimulator. An incision 10cm proximal from the marker band was made in an attempt to identify the proximal end of the stimulator, but was unsuccessful. Thus, a neurosurgeon performed the consented laminectomy and successfully removed the migrated stimulator. The patient did not experience any complications or injury from the migration, revision, and laminectomy. The patient was hospitalized for recovery from the laminectomy procedure and was discharged on (B)(6) 2017 without complication. The patient reported no adverse side effects or secondary effects. The receiver stimulator (a0) remains in place and was not subject to any migration. During this investigation, stimwave discussed the events of the explant with the clinical specialist for this case who stated that the clinician noted that the patient had a smaller than normal epidural space. This meant that the clinician needed to enter at one level higher than typical. Per the clinical specialist's discussion of the implantation, the clinician experienced no issues with implanting the product, or using the implements provided with the kit. The clinical specialist stated that the clinician anchored the stimulators using the provided suture sleeve cap. Stimwave asked the clinical specialist how the clinician secured the receiver component of the freedom scs system, and stated that the clinician did not fixate the receiver at the end of the device, but rather only applied suturing to the stimulator body closer to the electrodes utilizing the suture sleeve cap. Per the freedom scs system instructions for use (IFU), the receiver stimulator and spare lead need to be anchored near the needle entry site as well as at the end of the receiver /rf stylet needs to be fixated with an anchor beneath the subcutaneous layer. The clinician did not comply with the IFU for anchoring and fixation of the complete device, which may have been the cause of the migration of the stimulator. The clinician has not completed stimwave in-person clinician training, only teleconferencing for scientific discussions related to investigational device exemptions (ide) approved by the food and drug administration. The clinician was provided a copy of the IFU digitally. The clinical specialist completed competency training with stimwave in march 2017, which included stimwave procedure training classes. During these classes, clinical specialists are educated on the parts of the freedom scs system and IFU steps and procedures. This is the first reported complaint of device migration with laminectomy explantation for freedom stimulators. The deviations from IFU anchoring and fixation procedures may have contributed to the complaint. In this case, the clinician did not fixable the receiver/rf stylet in addition to anchoring the receiver stimulator and spare lead which may have contributed to the risk of migration of the stimulator. The x-rays demonstrate that the a0 stimulator remains in tact and has not migrated. Additional x-rays will monitor any further migration. The root cause of the complaint is attributed to clinician practice and noncompliance to stimwave-issued training and procedure for anchoring stimulators/spare leads and fixating receivers/rf stylets. This is the first complaint of stimulator migration with laminectomy explantation. CAPA is not required to respond or remedy this complaint. CAPA is not required to remedy the root cause of the complaint. The clinician did not follow stimwave's IFU for anchoring and fixating devices in such a way that migration is mitigated. Stimwave has designed a deployable anchoring system (sandshark injectable anchor system), which is in review with the FDA for device clearance. Performance bench testing with this device demonstrates that the sandshark anchor (once cleared for marketing) will be further reduce occurrence of migration. Stimwave attempted to contact the implanting clinician of complaint(B)(4), but was unable to establish communication to further to confirm that the medwatch event is the same event as complaint(B)(4). In compliance with medical device reporting requirements and responsibilities, stimwave has reported this complaint as an adverse event to the FDA on may 15, 2018.

Event description:
Stimwave quality has investigated the details from a medwatch report (mw5076573) submitted by a health care professional on (B)(4) 2018. Stimwave became aware of the voluntary event report on may 4, 2018 following receipt of the report (dated april 27, 2018) by the food and drug administration (FDA). The following event description was provided in the medwatch report: stimwave trial implant movement from its origin site. On (B)(6) 2017, the pt underwent a surgery for stimwave trial implant placement. Per the surgeon, 2 octrode leads at t8 - t10 midline and t10 to t12 were placed. On (B)(6), it was noted that the lead had moved cephalad to t3 and lateral along the nerve root. On (B)(6) 2017, pt had an elective surgery to locate the tail of the stimwave lead followed by a laminectomy to completely remove it. The surgeon mentioned neither this was an expected complication nor the pt was at any higher risk for complications. So far, 3-4 devices have been implanted and 2 showed this issue. The medwatch report included the event date ((B)(6) 2017), device type (freedom-8a receiver stimulator kits) but no other device identifiers such as serial numbers, lot numbers, or expiration dates. This report was completed by a nurse, but this report does not detail if the manufacturer (stimwave) was notified of the event. Stimwave has received one reported case of elective laminectomy (complaint (B)(4), investigated june 13, 2017). Stimwave is unable to confirm if this medwatch report is the same reported complaint, however there are several similarities between complaint-(B)(4) and medwatch report, mw5076573: (B)(4), implant/event date: (B)(6) 2017, device: receiver (fr8a-rcv-a0) and spare (fr8a-spr-b0) stimulators, complaint: cranial migration (from t9 to t3/t2), remedial action: revision with patient consent for elective laminectomy, if necessary; mw5076573, (B)(6) 2017, freedom-8a receiver stimulator kits, movement cephalad (from t8/t10 or t10/t12 to t3 and lateral), elective surgery followed by laminectomy. Based on the above-identified similarities between mw5076573 and complaint-(B)(4), stimwave has determined that these two reports are the same event. As such, the event detailed in mw5076573 was reported to stimwave on june 13, 2017 and the subsequent investigation and medical device reporting evaluation was documented in compliant-(B)(4). Stimwave has determined that the root cause of the complaint is attributed to clinician practice and noncompliance to stimwave-issued training and procedure for anchoring stimulators/spare leads and fixating receivers/rf stylets. This is the first complaint of stimulator migration with laminectomy explantation. CAPA is not required to respond or remedy this complaint. At that time, stimwave evaluated the reporting responsibility of this complaint as part of the complaint investigation from june 13 to june 19, 2017 and determined that it was not reportable.